Event description:
A customer reported that their insulin pump displayed alarm 20 during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it remained within a safe range. Despite assistance from technical support in loading a new cartridge, the problem persisted, leading to the decision to replace the pump.